Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states that the devices safety latch pin is not going into the strike plate very far and the door is popping open.